Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via radial artery. The 90% stenosed target lesion as located in the severely calcified mid right coronary artery (rca). A guidezilla¿ was selected for a percutaneous coronary intervention (pci). During the procedure, the device was used to deliver a 3.5mm non bsc stent. However, the physician noted resistance when the stent was passed into the guidezilla¿. Consequently, the stent was dislodged into the artery. The physician managed to remove the stent through a radial introducer by trapping it with a 2.00mm non bsc balloon in the guiding catheter. However, vessel dissection was noted and was then stented to the ostium. The procedure was completed with a different device. The patient was transferred to the intensive care unit.. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of available information it was determined that the dissection was not related to guidezilla extension catheter. The reported dissection was related to the retrieval methods required due to the dislodged non-bsc stent. The reported issue relating to the guidezilla catheter was friction advancing the non-bsc stent system though the extension catheter.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic inspection of the tip, hub, collar, hypotube and distal shaft was performed. Inspection revealed numerous kinks in the distal shaft with the shaft damaged (flattened) for 13cm and a partial separation at the collar. Functional testing was not done due to the condition of the returned device. The maximum outer diameter (od) of the damaged section of the guidezilla exceeds specifications, while the maximum outer diameter (od) of the undamaged section of the guidezilla distal shaft was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Upon further review of available information it was determined that the dissection was not related to guidezilla extension catheter. The reported dissection was related to the retrieval methods required due to the dislodged non-bsc stent. The reported issue relating to the guidezilla catheter was friction advancing the non-bsc stent system though the extension catheter.